Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
UDI not available as product serial number is unknown. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion exposing the outer coil, consistent with friction to another device or feature or the patient¿s anatomy.